Event description:
There were two adult bags where their valves were stuck during a code. One of the incidents, one of the people involved was able to force open the valve.

Manufacturer narrative:
This belated MDR is being submitted as part of our remediation reports in response to the FDA form 483 notification issued on june 4, 2014 by (B)(4) to ventlab, llc. This report consists of 48 MDR's. The affected device was not returned for investigation. However, ventlab performed quality trending, product investigation and corrective actions to solve the root causes. The solutions were implemented last year and a recall was initiated in may of this year.